Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly calcified anatomy and/or inadvertent mishandling resulted in preventing the shaft lumens from moving freely; thus contributing to the reported mechanical jam and the reported partial activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The 5.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment the thumbwheel became stuck and unable to fully deploy the stent. The ses with the stent was removed from the patient and the procedure completed using another device. The stent was removed from the delivery system on the table outside the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The 5.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment the thumbwheel became stuck and unable to fully deploy the stent. The ses with the stent was removed from the patient and the procedure completed using another device. The stent was removed from the delivery system on the table outside the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.